Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and not replaced due to diaphragmatic stimulation. Another lv lead was attempted to be implanted, but could not be positioned. There were no other adverse patient side effects reported and no lv lead was implanted at that time.